Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a hawkone m atherectomy device, with a 6x45 non-medtronic sheath and a .014 non-medtronic guidewire, during procedure. To treat a 30mm calcified lesion in the patients left mid popliteal artery & tibial/popliteal trunk. Moderate vessel tortuosity and moderate vessel calcification were reported. Lesion exhibited 85% stenosis. Artery diameter reported as 4mm. There were no abnormalities reported in relation to anatomy. There was no damage noted, to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted, when removing the device from the hoop/tray. The IFU (instruction for use) was followed, during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was not pre or post dilated. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. It was reported, the tip detached at the nosecone, during the procedure. There was no obvious wire wrap. No resistance when removing device. Tip detached at tip of sheath when removing from the patient. A snare was used to remove the detached component. No health consequences or impact to patient reported.

Manufacturer narrative:
Product analysis:. The device was returned along with a snare device. A visual inspection found that the tip detached distal to the anchor pockets. The customer also returned two device images: image 1 shows a coiled device with the tip detached. Image 2 shows the detached tip in the snare device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.